Event description:
It was reported that the customer experienced a blood glucose level (bg) of 42-50 mg/dl. Customer consumed glucose tablets to address low bg. Customer suspects the changes made by their healthcare provider (hcp) to their pump settings contributed to the low bg. Customer will be consulting their healthcare provider about adjusting settings to better meet customer's needs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.